Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report